Manufacturer narrative:
The device was returned to zoll canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing using a test battery while bench handling, power cycling, and functional tress testing without duplicating the report. The customer's battery was not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.